Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Data analysis shows that power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) confirmed device is malfunctioning and should be explanted and returned for analysis. This device has smr5 firmware, which triggered the bd error due to the v2p2 count increase. Device remains in-service. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Data analysis shows that power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) confirmed the device was malfunctioning and should be explanted and returned for analysis. This device was subsequently explanted and returned. No additional adverse patient effects have been reported.